Event description:
It was reported that the tip of the wire broke off. A 180x25cm fathom 16 was selected for use in a y-90 treatment procedure. During preparation, it was noted that the tip of the wire broke off while the wire was winding up on the sterile table. The device never entered the patient. No patient complications were reported.